Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that on the hakim programmer, the digits on the screen kept flickering and it could not be used normally. Event occurred before use on the patient, but a 120 minute delay in patient care was reported. Another programmer was used to complete the procedure.

Manufacturer narrative:
UDI : (B)(4). Corrected field: device available for evaluation. It was previously reported that the device would be returned for evaluation. Multiple attempts to obtain the sample were not successful. This reported has been updated with the corrected information. The complaint sample was not returned to codman, therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this an similar issues. At present, we consider this complaint to be closed.